Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure to treat a lesion in the mid rca, the balloon was inflated to 15 atm (above rated burst pressure) and then ruptured when it was again inflated to 14 atm. Significant resistance was met while removing the balloon catheter and force was applied to remove the device from the pt. Upon removal it was noted the balloon had become separated. Cine photos were taken of the rca and the physician felt comfortable the separated portion was not in the rca, but located somewhere in the peripheral vasculature.